Event description:
It was reported that the patient would set their desired intensity and the device would stimulate for a while and then "cut off." If the patient increased the intensity it would become uncomfortable. Additional information was requested but was unavailable as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot # va01xbq, implanted: (B)(6) 2012, product type lead. (B)(4).